Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the ok keypad button has required multiple presses to obtain a response over the past month. She stated that her boluses have been cancelled without user intervention on 2 separate occasions. The pt stated that on both occasions she noticed right away and did not experience any blood glucose excursions. She noted that the ok keypad button does not click and spring back when pressed. The pt confirmed that the keypad is intact; denied exposing the pump to water; and stated that she wears the pump in her bra.